Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014 device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings:investigation revealed that the battery compartment was cracked and there was moisture in the battery compartment. Testing was completed using the returned battery cap. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was evidence of internal moisture damage. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.